Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the iab could not be inserted into the sheath and the procedure was completed successfully by substituting another new product. There were no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane slightly unfolded and slight traces of blood found on the exterior of the membrane. There is a catheter and inner lumen kink found at 73.7 cm from the iab tip. The sheath was not returned for evaluation. No other defects were observed on the iab catheter. A laboratory insertion test was unable to be performed due to the membrane being slightly unfurled and the reported sheath not being returned. The technician then attempted to insert the returned 0.018¿ guidewire through the inner lumen of the returned iab and found the inner lumen kink prevented the guidewire from passing through. The inner lumen had traces of blood within the iab. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported difficulty during insertion because of the incomplete device return and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the iab could not be inserted into the sheath and the procedure was completed successfully by substituting another new product. There were no reported injury to the patient.

Manufacturer narrative:
Additional information initial reporter - not available event site address - (B)(6). Event site city - (B)(6). Event site telephone - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the iab could not be inserted into the sheath and the procedure was completed successfully by substituting another new product. There were no reported injury to the patient.